Manufacturer narrative:
Retainer ring = black. On jul 20, 2021 the customer alleged pump under delivering leading to high bgs. Unable to perform displacement accuracy test, displacement test, occlusion test or verify delivery anomaly due to partially broken retainer. The reservoir does not stay locked in due to broken retainer. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of jul 20, 2021 found bolus deliveries of: bolusamountdelivered = 0.1 at 00:00:46.000. Bolusamountdelivered = 0.1 at 01:50:00.000. Bolusamountdelivered = 0.1 at 02:00:13.000. Bolusamountdelivered = 0.075 at 03:00:13.000. Bolusamountdelivered = 0.05 at 04:05:14.000. Bolusamountdelivered = 0.025 at 05:00:00.000. Bolusamountdelivered = 0.1 at 06:00:08.000. Bolusamountdelivered = 0.075 at 07:00:07.000. Bolusamountdelivered = 0.025 at 08:00:07.000. Bolusamountdelivered = 0.1 at 09:00:12.000. Bolusamountdelivered = 0.05 at 10:00:09.000. Bolusamountdelivered = 0.075 at 11:00:14.000. Bolusamountdelivered = 0.1 at 12:00:09.000. Bolusamountdelivered = 0.1 at 13:00:12.000. Bolusamountdelivered = 0.05 at 14:25:14.000. Bolusamountdelivered = 0.1 at 15:00:07.000. Bolusamountdelivered = 0.1 at 16:00:12.000. Bolusamountdelivered = 0.1 at 17:00:13.000. Bolusamountdelivered = 0.1 at 18:00:12.000. Bolusamountdelivered = 0.1 at 19:00:13.000. Bolusamountdelivered = 0.1 at 20:00:13.000. Bolusamountdelivered = 0.1 at 21:00:16.000. Bolusamountdelivered = 0.1 at 22:00:05.000. Bolusamountdelivered = 0 at 22:50:05.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Pump received with scratched case, partially broken retainer, cracked belt clip rails, and broken reservoir tube lip. Unable to determine under delivery alarm due to broken reservoir. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubbles. Customer stated that they were experiencing high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.